Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The field service engineer replaced and adjusted the ise unit. Valves and the sample probe unit were replaced. The gear pump was replaced and adjusted. The main pump head was cleaned and adjusted. The ise bath was cleaned. The sample probe rinse flow was checked. The water quality was checked. The ise degasser, sample syringe, and all syringe seals were replaced. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas c 303 analytical unit. The sample initially resulted in a sodium value of 153.7 mmol/l and it repeated as 138.5 mmol/l. The repeat value was deemed correct.